Manufacturer narrative:
As stated in co's original report, sims was notified of several alleged events at the user facility. Sims has requested clarification regarding which event the returned sample is from but has not received a reply. No device malfunction. Product evaluation: the returned device was function tested at 140mmhg and leak tested at 40cmh2o. The sample functioned acceptably and no leakage was noted anywhere in the system. Co's testing reveals no product malfunction. Sims review of our complaint database reveals that no similar product problems have been reported for this mfg lot of devices.

Event description:
A steri-cath was in use with an endotracheal tube. The hosp alleges a 600ml discrepancy between the displayed inspired and expired tidal volumes on the ventilator. The user examined the catheter and did not see any obvious problems. The catheter was removed and replaced which resolved the problem. There was no reported pt injury.